Event description:
The rep reported the device was used during an unknown procedure. It was reported two tsw35 did not fire, lockout. The exact nature of the incident is not known. A third tsw35 was opened to complete the procedure. There was no consequence to the pt.